Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a capture anomaly was noted on the right ventricular (rv) lead. It was noted that when attempting to implant the lead the second time, there was difficulty in extending the helix. The rv lead was replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.